Event description:
A physician was doing an exam at the pt's bed. The pt was under respiratory assistance. The physician moved the imagepoint system and the power cable got totally stretched out and damaged (the female plug hooked up to the "pdm" connector was seriously damaged). The system was still running when a short circuit forced the system to power off and on several times. It eventually generated a current peak that short circuited two rooms including the room where the incident took place. The other room was empty. The pt was without any respiratory assistance and expired.